Event description:
It was reported that the handpiece began leaking an oil-like substance while the equipment was being tested. There was no pt involvement. There was no medical intervention or any adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for service and evaluation. Based on the investigation details, the reported complaint/event was confirmed, and a sample was collected from the device. The device was cleaned and re-lubricated, and worn components replaced in the service process as preventative maintenance. The risk associated with this failure has been addressed. Any trends for this failure mode that require corrective action will be identified through complaint/MDR trending.